Manufacturer narrative:
B5: additional information added. H6: additional patient code added.

Event description:
It was reported that st segment elevation and heart block occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was being performed. A non-boston scientific ablation device was utilized for the ablation portion of the procedure. After completing the ablation, the non-bsc ablation catheter was removed and exchanged for the watchman fxd curve access system sheath. Just after the sheath exchange, the patient experienced st segment elevation and heart block. The patient was administered nitroglycerine, epinephrine, and vasopressin. Once the patient's vital signs normalized, the physicians continued with the laa closure procedure. The patient was kept overnight and expected to fully recover. It was further reported that fluids were likely administered and a coronary spasm likely occurred.

Event description:
It was reported that st segment elevation and heart block occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was being performed. A non-boston scientific ablation device was utilized for the ablation portion of the procedure. After completing the ablation, the non-bsc ablation catheter was removed and exchanged for the watchman fxd curve access system sheath. Just after the sheath exchange, the patient experienced st segment elevation and heart block. The patient was administered nitroglycerine, epinephrine, and vasopressin. Once the patient's vital signs normalized, the physicians continued with the laa closure procedure. The patient was kept overnight and expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0038237138. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (st segment elevation, heart block, vasospasm) (medication required). Risk review: a risk review was completed and confirmed that the event of arrhythmia (st segment elevation, heart block, vasospasm) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that st segment elevation and heart block occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was being performed. A non-boston scientific ablation device was utilized for the ablation portion of the procedure. After completing the ablation, the non-bsc ablation catheter was removed and exchanged for the watchman fxd curve access system sheath. Just after the sheath exchange, the patient experienced st segment elevation and heart block. The patient was administered nitroglycerine, epinephrine, and vasopressin. Once the patient's vital signs normalized, the physicians continued with the laa closure procedure. The patient was kept overnight and expected to fully recover. It was further reported that fluids were likely administered and a coronary spasm likely occurred.